Event description:
It was reported to philips that the system gave a remote alert indicating the host computer was not able to communicate with the flexvision computer, preventing booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The system sent a remote alert indicating that the host computer was unable to communicate with the flexvision computer, preventing booting. However, the remote service engineer (rse) monitored the system and found no communication errors with the flexvision pc. After which, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.